Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec method code desc: trend analysis (4110). Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was returned inside the packaging tray in used condition. The rapid instillation components were not returned. The stopcock was attached to the inflation lumen on the catheter. No instrument marks are visible on the balloon material. No physical damage on the balloon, catheter or fittings. A functional test was performed on the device by inflating the balloon with 250ml of tap water noting the balloon inflated properly. Manual pressure applied to the balloon noting no leakage noted from the balloon, balloon bonds, around the stopcock connection or the drainage lumen. Water drained properly from the balloon and catheter. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The reported failure could not be replicated using the returned device. The complaint was not confirmed, as the device functions as intended. Cook has concluded that no problem with the complaint device was detected. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints.

Event description:
No additional patient or event information has been received since the last report was submitted on 18nov2019.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the treatment of post partum hemorrhage using a cook bakri postpartum balloon with rapid instillation components, the balloon was unable to inflate. The device was placed through the c-section incision. After the incision was sutured, the operator began to inflate the balloon but discovered it was not able to inflate. The device was removed and tested in vitro. The device was inflated properly in vitro, and there was no leakage noted. Carbetocin, ergometrine maleate, and carboprost tromethamine were administered prior to the procedure. The blood loss prior to the device placement was 400 ml, and the total blood loss volume was between 700cc and 800cc. Another new bakri device was used to complete the procedure. No adverse effects have been report due to the alleged malfunction.